Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection and a direct correlation to the evaluation of heartmate 3 lvas, serial number: (B)(6), could not be conclusively established through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 28nov2017. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications the heartmate 3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent pump exchange due to infection. The pump mlp-009133 was exchanged to mlp-025346. No further information was provided.